Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently filled the cannula while connected to the site with 0.5 units twice resulting in 0.5 units of insulin being delivered to the customer. Customer's blood glucose level was 150 mg/dl. Tandem's technical support advised customer to pay closer attention during load sequence.